Manufacturer narrative:
Event date: exact date unknown, event occurred in 2020. Explant date: explanted 2 years ago.

Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason.